Event description:
It was reported that during central processing, the cable pulley part of the maryland bipolar forceps (mbf) instrument was found to be deformed. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. For clarification, the mbf instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. Thermal damage between grips is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. Additional observation that was not reported by the customer: the instrument was found to have a dislodged flush tube.